Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after implant, a chest x-ray showed that the lead had pulled back and had dislodged. The lead was not capturing. The lead had placement difficulty at implant due to difficult anatomy/small vessels. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.